Event description:
It was reported that the user forgot to put the insulin pump back on after a shower while participating in a postmarket surveillance study, and additional details about infusion set or cartridge use were not obtained. Symptoms included hyperglycemia. Outcomes included insufficient information regarding any lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.